Event description:
The customer reported to olympus that the evis lucera colonovideoscope had angulation issue. The malfunction was identified during maintenance. There was no patient involvement. The device was returned to olympus. Upon evaluation, it was found that debris was evident in the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation of angulation issue. The angulation was out of specification and free play was noted. There were few additional findings during device evaluation. The light guide lens and objective lens was worn. The distal end was also worn. The identity badge of the control body was loose. The water flow, water removal ability and water channel volume was out of specification. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water nozzles, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.